Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of generated error, multiple errors were observed in the log and it was determined that the main printed circuit board was out of specification in an electrical manner. It was additionally noted that the lower case was broken, the red display wire was pinched with the wire exposed, the keypad was scratched and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was performed on the main printed circuit board assembly and display, the exposed red wire was confirmed. Bench analysis found that the device powered up with an error. After the electrically erasable programmable read-only memory (eeprom) was replaced, the device powered up normally. The device was run on the automated test console, all tests passed. The errors could not be reproduced. The error log was reviewed. The errors in the log were communication errors between the die stack and the microprocessor. Conclusion: the reported event was confirmed, the eeprom was corrupt. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that prior to use, the external pulse generator (epg) exhibited an error. The epg was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.